Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 13937897. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 13937897. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an infection. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, patient reported to be fully recovered.